Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 7082482/ 7082608.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent implantable pulse generator (ipg) and spinal cord stimulation (scs) replacement procedure and was doing well postoperatively. All explanted devices were disposed and will not be returned.